Event description:
Infant was delivered at 38 weeks by vacuum extracted extraction. Mother was induced for pre-eclampsia. Apgars were 3/8. Diagnosis of infant post delivery: subgaleal hematoma, left side of head; shoulder dystocia. Infant was resuscitated and admitted to the neonatal intensive care unit. There was some bleeding from the subgaleal area. The infant was slow to suck but did improve slowly, and was discharged in good condition. The superfacial abrasions were clean, scabbed and dry at discharge. There is no indication that the device malfunctioned or that the operator of the device did not use it correctly.